Event description:
Pharmacy technicians noticed that some of the alcohol wipe packets they opened during sterile compounding had brown spots on them. Photos are available upon request. Manufacturer response for alcohol pad, webcol (per site reporter). The manufacturer has been very receptive and helpful through this whole process of removing product. They stated that they haven't had any similar issues with other customers.